Event description:
Dealer returned clamp for credit. Office dental assistant was contacted. She said that the clamp broke soon after purchase. She said that they had only used it a few weeks. She said that the dentist was placing it on the pt's tooth when it broke. She said that no one was injured. She did not give pt information or incident date.

Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it out of caution to be compliant with 21 cfr part 803 and out of an abundance of caution. Narrative for conclusion - device breakage is addressed in the directions for use. The directions state, "caution: modification, overextending, bending or extended use of the clamp may cause breakage." Narrative for conclusion - device was subjected to extreme overextension by the user. The assistant has stated that no one was injured during the incidence.